Manufacturer narrative:
Regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer reported that while monitoring telemetry patients, the exhibit central station stopped showing patient parameters. The central station had four connected displays, two of the displays became blank, while the other two displays showed only the spacelabs logo. A field service engineer reached out to the customer to provide further assistance. The customer performed a hard reboot of the exhibit and three of the four displays immediately returned. The fse walked the user through ensuring the display cable was seated properly, the final display returned. The customer confirmed the device was fully functional. Cause of failure was not identified.